Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported issue occurred due to stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope: 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on bending section, water tightness is lost, due to breakage of light guide bundle, illumination is uneven, adhesive on bending section has a chip, due to a dent on bending tube, the play of right/left knob is out of specification, due to damage on channel tube, channel cleaning brush cannot inserted smoothly, light guide bundle has breakage and lens has discoloration, dent in bending and connecting tube, venting connector under grip is shaved, and multiple scratches found throughout the device. The investigation is on-going and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a leak. During inspection and evaluation, the coating of the image guide serpentine peeled off. (1mm2 or more). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.